Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked and had stripped threads. The returned battery cap had stripped threads. The battery cap contact dimensions measured within specifications; however, the cap was difficult to remove from the pump. A test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture or loose components was found inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).